Event description:
Medtronic received information, regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported, that the gantry was not recognized as being closed, despite being closed. They used another imaging system at the site to continue the case. This was occurred intra operatively. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
H3,h6: manufacturing representative, went to the site to test the system. And image acquisition system reported, door open. Looked at all 5 door switches. Inspected door and covers. Obvious collision damage on outside. Inner gantry 135's and door covers will be suggested. Covers need to be replaced. System working as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000159, product ID: bi71000503. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative (rep) went to the site to test the imaging system. There was an error received stating a door open message. This door had been damaged with collision many times. The rep had replaced the inner skins and checked all switches. The door was working as intended. The covers were cracked, so they were replaced. System was working as intended. G2 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.